Event description:
A (B)(6) male pt's daughter called in to zoll lifecor customer support to report that one of his batteries would not hold a charge. Support issued the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon eval, the battery pack was found to have pins in the connector. The bent pins prevented the battery from successfully communicating with the charge/monitor. The root cause of the bent pins cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface. No adverse event resulted from the defective battery. The pt rec'd a replacement battery pack.